Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus china. The inspection of the subject device by olympus china confirmed no image and image flickered. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the device inspection results by olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the cable due to the improper use and the maintenance.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the procedure. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable. There was no report of patient injury associated with the event.